Manufacturer narrative:
Internal complaint reference: (B)(4). Device was returned for evaluation. Sections d9, h3, h6 and h11 were updated. H11: based on the initial information provided by the reporter, as the threads of the device were reported to broke during surgery, the event was considered reportable pursuant to the applicable regulations. However, investigation findings indicate that the device returned heavily worn and discolored from use, with the threads at the distal end deformed. Therefore, as no fracture or separation of pieces were observed, the event does not represent a risk to the patient and is now considered non-reportable. If further details are provided, our records will be updated accordingly, and an additional report will be submitted.

Event description:
It was reported that during a thr surgery, using a r3 offset impactor, the cup would not thread on. Believe threads are broken/stripped. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.